Event description:
Clinical Narrative:An Impella CP device was inserted via the right femoral artery in a 72 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (AMI/CGS). The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage C. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. No additional medical history was reported.While on support, the patient developed dark maroon colored urine. Troubleshooting measures or interventions were not reported. No blood products were transfused due to the reported dark urine. The patient remained on support for an additional 5 days with no further adverse events reported. After a total of 7 days of Impella CP support, the patient remained critically ill, declining to SCAI Stage D shock and still requiring inotrope and vasopressor support. The patient's was reported to be hypoperfused with a mean arterial pressure of 56 millimeters of mercury. The decision was made to withdraw care and subsequently the patient expired.While on support, the Impella CP device operated at performance level 9 with expected flows of 3.4 liters/minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate.The death is being reported to the Impella CP; however, it is unlikely related and is most likely attributed to the patient¿s underlying critical condition as they declined into Cardiovascular Angiography and Interventions (SCAI) Shock Stage D, requiring the continued use of vasopressor and inotropic support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees, that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate